Event description:
It was reported that there was a left hip revised due to painful hip and pseudo tumor. Accolade stem was left in patient.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device left implanted

Event description:
It was reported that there was a left hip revised due to painful hip and pseudo tumor. Accolade stem was left in patient.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. It is stated in the reported event that the stem was left in the patient and not revised.